Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1: telephone: (B)(6). G2: foreign: united kingdom.

Event description:
It was reported that during surgery, the dermatome was cutting thicker than the setting. There was no harm to the patient but more skin taken than needed. A much deeper graft was taken unnecessarily to what the dermatome was set at. There was no medical intervention, such as sutures, required. The taken graft was not damaged. An additional skin graft was not required. There was no surgical delay. Another device was not used to complete surgery. Due diligence is complete; there is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the device was not cutting properly; the reciprocating arm, screws, ad bearings were worn, the control bar was not in the correct position, and the device was out of calibration. The reciprocating arm, screws, and bearings were replaced, the control bar was adjusted, and the device was recalibrated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.